Manufacturer narrative:
(B)(4).

Event description:
Procedure type: anterior resection. According to the reporter: when closing the instrument, the green mark did not show and the instrument's wing knob would not further twist to close. A larger force was applied to the locking lever of the instrument and the instrument fired. It resulted in a half open lumen of intestine with only a half clamped row. The rectum stump was closed with suture and the procedure continued with another dst eea xl instrument. The same situation occurred and the clamp row was only placed on a semi circular area. The procedure was changed and a colostomy/hartmann procedure was performed. There was a delay in operating time that extended for more than 30 minutes. There was no blood loss. There was unanticipated tissue loss and unanticipated tissue damage.